Event description:
The dr claims that the graft was implanted (date of initial implant is unknown and unattainable at this time) as a femoral-femoral bypass graft. Subsequently, seroma had developed around the graft and the graft was explanted and replaced with another graft. The procedure outcome was successful. The pt's condition is fine.